Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 7: reference MFR report: 1627487-2017-08291, 3006705815-2017-07299, 3006705815-2017-07300, 1627487-2017-08293, 1627487-2017-08294 & 1627487-2017-08295. It was reported the patient's scs system was removed due to a suspected infection. Follow up information identified no infection was found and the physician removed the scs system as a precaution.